Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure , the patient experienced aniseikonia. The lens was explanted with atiol (advanced technology intraocular lens) 3 months following the initial procedure.additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).